Event description:
A 26 m diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 7 cm abdominal aortic aneurysm on 2002. The pt's arteries were reported to be very fragile and calcified. Aneurysm morphology is unk. The pt has a history of severe hypertension and some coronary disease. A 16 french sheath was inserted into the right common femoral artery, and the bifurcated stent graft was inserted into the right common femoral artery, and the stent graft was deployed just below the renal arteries. The contralateral gate was cannulated, and the contralateral iliac limb was deployed. A 16 mm diameter x 5.5 cm length iliac limb and a 24 mm diameter x 3.75 cm length extender cuff were implanted distally on the right side, and a 20 mm diameter x 3.75 cm length extender cuff was implanted distally on the mm diameter 2.35 cm extender cuff was implanted wasimplanted distally on the left. Angiography demonstrated no proximal endoleak, but findings consistent with junctional leaks bilaterally. Balloon angioplasties were performed at the proximal junctions and throughout each iliac limb. Angiography demonstrated an endoleak that appeared to be arising from the region of the distal attachment; therefore, another balloon angioplasty was performed. At that time, the pt's blood pressure dropped precipitously, and angiography demonstrated findings consistent with rupture of the right iliac artery. The pt's electrocardiogram (ECG) was normal with a low heart rate. In an attempt to seal the iliac artery, a 26 mm diameter x 3.75 cm length extender cuff was implanted on the right side; however the leak did not improve. The decision was made to convert the pt open surgical aneurysm repair. During the abdominal exploration, and aneurysm repair, the pt's ECG began to show some st segment elevation indicative of myocardial ischemia; however, after volume resuscitation and aortic cross-clamping, the ECG returned to normal. A hemashield graft was anastomosed to the aorta and iliac arteries. A dissection was noted on the left side, which was repaired with a hemashield graft. The pt was transferred to the cardiovascular intensive care unit in stable but critical condition. The physician reported an estimated blood loss 7000 cc and replacement with greater than 10 units of blood products. It was reported that the pt died after the procedure on an unk date. The cause of death is unk.